Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on the continuous glucose monitor graph. Low bg cause was not known. Multiple attempts have been made by tandem technical support to follow up with customer, however, no response was received. No additional information was provided.